Event description:
The customer reported that when changing the set, insulin would spray out from the insulin pump and the drive support cap was wobbly. The device had not been bumped or dropped. The customer's blood glucose was 7.3 mmol/l.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with prime error alarm during basic occlusion test and unable to prime during prime test due to missing drive/motor support disk. The motor passed motor test. The insulin pump was unable to perform occlusion test due to prime error alarm. The insulin pump had missing end cap sticker, cracked case at display window corner and cracked reservoir tube lip.